Event description:
This is an adverse event noted as part of the b-300 (B)(6) trial (B)(6). This is a (B)(6) female with moderate grade intra-epithelial neoplasia (mgin). A stricture was noted one month later and was dilated. Additional info regarding this ae has been requested from the site.